Event description:
The user facility reported surgeon was unable to insert impella 5.5 into 53-year-old male patient's left ventricle (lv). The patient has an extremely tortuous innominate and ascending aorta. The impella 5.5 implantation was aborted after about 10 attempts. The catheter was noted to be severely buckled. Surgeon successfully switched to impella cp. There was no harm done to the patient. Patient remained hemodynamically stable during remainder of procedure.

Manufacturer narrative:
The investigation into the reported "delivery issue" has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Upon conclusion of the investigation, the cause of the delivery issue was related to the patient's tortuous vessel. This report is being filed as part of a retrospective review of historical records.